Event description:
It was reported that a communication error message was displayed on the programmer when going into the analyzer session. The analyzer was replaced with a different one, but the error remained. Technical support (ts) told the caller to slam the analyzer into the analyzer bay and clean the contacts on the analyzer. If no improvement, the programmer should be returned for repair. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, there was a loss of communication error with the provided analyzer and a known good programmer. Product ID: 2067l radiofrequency (rf) head. (B)(4).